Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Investigation- observed a layer of coating on the rubber stopper from the returned photos. No samples returned for investigation to determine the layer coating. If samples are received in the future the complaint will be re-opened and re-investigated root cause -reviewed the DHR records and no abnormality was observed. Root cause could not be determined. If samples are received in the future the complaint will be re-opened and re-investigated. Conclusion - complaint history was reviewed. No similar complaints were received for the reported batch.- syringe DHR was reviewed. No quality notification was raised for the reported batch on the reported nonconformance. The preventive maintenance, calibration and equipment history records were reviewed and no abnormality was observed. (B)(4).

Event description:
It was reported that a bd¿ syringe 5 ml ls 23ga 1-1/4 in tw was found with foreign matter on rubber valve of the syringe. This was observed before use with no report of serious injury or medical interventions.

Manufacturer narrative:
One unused sample in an open package was returned for evaluation. Visible silicone was observed on the rubber stopper. As previously reported, DHR records observed no abnormality. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced the customer's reported issue. Root cause: an absolute root cause was unable to be determined.